Manufacturer narrative:
Device used for off label indication. The indication device used for was occipital therapy.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3986a, lot# n066617, implanted: (B)(6) 2007, product type lead; product ID 3986a, lot# n066613, implanted: (B)(6) 2007, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2008 a lead revision was done because "the leads were migrating down to vertebrae." The leads were not replaced, but repositioned during surgical procedure. It was stated that also more wiring was put in and that manufacturer representative had been tweaking it for last 1.5 years prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported the patient had a ¿re-wire¿ on 2008 (B)(6). There ¿wasn¿t enough wire¿ in the patient, and when she bent over ¿it popped the wiring,¿ so they put a lot of wire in her. They had to go back and add the wire because, it was ¿down her spine.¿ ¿they¿ made an incision between the patient¿s shoulder blade and spine and reportedly¿opened it up and crammed it down with a stick or a tool down to her battery pack and connected it.¿